Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement. During the procedure, it was noted that the set screw on the atrial port was stripped. The physician was eventually able to remove the set screw to explant the pacemaker. The pacemaker was replaced. The patient was in stable condition.